Event description:
It was reported that this implantable pacemaker was explanted due to premature battery depletion. This device was out of service and replaced. No additional adverse patient effects were reported.